Event description:
Two staff members placed the pt on the concerto; then while lifting a part of the concerto on the side of the bed, the concerto overturned and the pt fell. The pt sustained cuts to their head and left eyebrow, which were treated with the application of steri strips.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjo hospital equipment (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.